Manufacturer narrative:
The returned device was evaluated. Inspection found no image with 180 scope due to faulty patient board. Intermittent pip image was observed due to worn out pip connector. Software version was upgraded , new type switch was noted and video connector was observed to be in normal condition. Based on evaluation findings, the reported issue was identified to be attributed to a faulty patient board. The root cause of the faulty patient board was due to electronic component failure. Other failure found was also due to component failure. This report will be supplemented accordingly following investigations.

Event description:
A shadow on the device image when using 180 scopes, would not process video was reported. The issue occurred during an unknown procedure. The user used a mobile cart instead, no further information provided. There was no patient harm or injury reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the phenomenon was caused by the operational amplifier failure. The subject device was manufactured on february 2, 2018 is a product before countermeasures (april 16, 2018) due to the operational amplifier circuit design change of the dr board, and it is presumed that the phenomenon was caused by the operational amplifier failure. Olympus will continue to monitor complaints for this device.